Manufacturer narrative:
A failure analysis was performed and is now complete. Corrections have been identified which include a new regulator component. The new regulator has two safety features which will prevent high pressure gas from leaking into the low pressure hose and subsequent rupture.

Event description:
During a demonstration of the unit, the regulator hose (tank 2), between the regulator asembly and the tank 2 receptacle, "exploded". Visible damage was observed between the regulator assembly and the tank 2 receptacle of the unit.